Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off multiple times while they were attempting to use it on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's power pcb assembly, battery wire harness, and battery pins. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control determined that the cause of the reported issue was due to excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly as well as worn battery pins. The excessive wear can cause increased resistance of the connector contacts which can result in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shut down or power cycle.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off multiple times while they were attempting to use it on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue.